Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was loose. Customer stated that reservoir cannot be locked in place when inserted in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08760 inches. Device uploaded properly using care link. Device had scratched case and pillowing keypad overlay. Device also had cracked and damage retainer. The test p-cap and reservoir does lock in place in the reservoir compartment.